Event description:
The family member of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. Follow up with the heathcare professional (hcp) of the hp reveals that the hp has a last fill volume of 2000mls, which remains within the hp's peritoneum throughout the day until the initial drain of the following apd therapy. The hp had bypassed the initial drain and advanced the cycler into fill 1, after which patient received the programmed fill volume of 2500mls. The hp felt overfilled and placed the device into a manual drain and removed 4931 mls of solution, after which patient continued therapy with no further difficulties reported. The hcp relates that there was no patient injury or medical intervention.